Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. There was no reported impact to customer's blood glucose. Reportedly, a new cartridge was loaded to address the event, the fill estimate was accurate, and insulin delivery was resumed.